Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that the surveillance keeps rebooting after admitting or discharging. There was no patient incident.